Event description:
It was reported that a patient underwent a gynecological procedure for a recurrent prolapsed on (B)(6) 2006 and mesh was used. The patient experienced pelvic and abdominal pain, urinary retention, bowel obstruction, inflammation, sexual dysfunction, and neurofibromas. In (B)(6) 2008, she had surgery to correct the bowel obstruction. She has been treated with pain injections and required self catheterization. On (B)(6) 2011, she had additional surgery to remove a portion of the mesh. During that time it was noted that the mesh had migrated behind the bladder. The mesh was removed and the patient states that the symptoms improved. She had additional surgery to correct the prolapsed on (B)(6) 2012. She continues to experience sexual difficulties, bowel dysfunction and muscular skeletal problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.